Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: device evaluated by manufacturer was updated. Method code was updated to 3331 and 4109. Results code was updated to 213. Conclusions code was updated to 4310. The reported device was received for evaluation. The reported condition of bone loss and infection was not confirmed. Visual inspection of the as returned product identified minor signs of wear and bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. All sterilization activities were conducted with no issues or nonconformities identified per sterilization record. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that patient presented with peri-implantitis around implant iosm313. The implant was removed.